Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use of the pump, a no disposable, pump will not run alarm went off. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found on the device. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated during testing. Per the investigation, the cause of the reported problem was possibly due to a defective downstream sensor or a cassette product. It was recommended as a preventive action to replace the downstream sensor and the upstream sensor. The root cause of the reported problem was unknown; no fault was found with the device as functional testing conducted could not confirm the customer reported issue. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.